Event description:
The information provided to sjm indicated a 25mm epic valve was selected for a mitral valve replacement procedure. Approximately 5 years after implant, the patient presented with dyspnea and class ii-ii exertion. An echocardiogram showed normal valve movement but moderate regurgitation. Redo mitral valve replacement was performed. Upon explant, the leaflets appeared to be thickened and a perforation was found near the annulus.